Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device lost rotation and infusion line broke. A 2.4mm jetstream xc catheter was selected for use for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, there was difficulty advancing the device over the very tightly calcified lesion and the catheter stopped rotation. The catheter was removed and it was further noted that the shaft was broken and there saline leaking out of the catheter where it broke. The procedure was completed with a different device. There were no patient complications reported and the patient's status post procedure was fine.